Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a syringe flange not in place error message. There was unknown patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 1/22/2025. One device was returned for analysis. Review of the event history log (ehl) showed a syringe not in place error. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to the lack of grease on the barrel/plunger clamp tube. As a result, the barrel clamp tube and plunger tube were greased, and the plunger case seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.